Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal baclofen at a dose of 840 mcg and a concentration of 1000 mcg. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The patient felt the pump was not as effective as it once was. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done in the office on an unknown date, and the logs were read on 2016-07-20. Surgical exploration of the catheter was done to check for a kink. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.